Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter stated that a call service alarm had occurred 3 times in 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2014 with the following findings: a call service alarm was verified in the black box and history, was able to be duplicated during the investigation and was found to prohibit further testing. The pump was opened and removed from the case for further investigation. The motor drive flex cable was observed to be not fully inserted into the connector. The cable was reinserted and the pump rewind and prime steps were able to be performed with no alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.